Event description:
It was reported that the radiopaque marker area is difficult to be seen. A 330cm rotawire was selected for use. During preparation, it was noted that the radiopaque marker area on the distal tip part is hard to be seen compared to the usual and a replacement was done. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The guidewire returned together with its original opened pouch. The guidewire body was found kinked along of its body, located approximately at 217.5 cm, 233 cm, 292 cm and 301 cm from the proximal end. The distal tip was found stretched and bent. No more damages were found in the device. Some pictures with more details were captured to the damaged areas found in the guidewire. Dimensional inspection revealed; overall length, could not be performed due to device condition (distal tip stretched). Od (overall dimension) of distal tip was within specification; od of middle of the device was within specification; od of proximal section was within specification.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the radiopaque marker area is difficult to be seen. A 330cm rotawire was selected for use. During preparation, it was noted that the radiopaque marker area on the distal tip part is hard to be seen compared to the usual and a replacement was done. The procedure was completed with another of the same device. No patient complications reported.